Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a standard bore catheter extension set experienced a no flow during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.